Event description:
The customer observed biased glu qc results on the vitros dt60 analyzer. No patient samples were processed. Biased results could lead to inappropriate physician action. There was no report of patient harm as a result of this event.